Event description:
Spontaneous communication, spoke to patient and spouse who state that in the middle of infusion, pump was alarming saying "no disposable, pump won't run." They switched to the other pump they got the same error message. They made a new cassette and it was working properly. Patient was off of medication for about 25 minutes or so and he resumed dose, but they wanted to know if this was okay. Advised that as long as he is tolerating the dose fine, there is no issue, and he can resume administration and titration as usual. While in use, no injury to patient, will not be returned for investigation, new cassettes will be sent out, back up was available as well. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.